Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("possible pid"), abdominal pain ("severe abdominal pain, abdomen pain"), chronic obstructive pulmonary disease ("chronic pulmonary obstructive disease") and blindness ("blindness / eye problems") in a 33-year-old female patient who had essure (batch no. 828143(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included generalised anxiety disorder, bipolar I disorder, stroke, multiparous, hypothyroidism, fecal incontinence, post-traumatic stress disorder, fibromyalgia, cholecystectomy, colposcopy, kidney stone and breast operation. The patient did not use alcohol user and intake caffeine (some soda). The patient walks for exercise. Concurrent conditions included latex allergy, topical adhesive allergy (rash), breast cancer female, non-tobacco user, psychiatric disorder nos, cervical dysplasia, dysfunctional uterine bleeding, herpes genitalis, vitamin b12 deficiency, vitamin d deficiency, protein urine present and breast mass. Family history included depression, cancer, heart disease, unspecified, copd, stroke, breast cancer female and ovarian cancer. Concomitant products included (), antineoplastic agents and corticosteroids for bronchitis, atropine and ketorolac tromethamine (toradol) for premedication as well as benzocaine, budesonide;formoterol fumarate (symbicort), fluticasone, ipratropium bromide;salbutamol sulfate (combivent), levothyroxine sodium (levothroid) and lisinopril. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / , abnormal bleeding (vaginal menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"), 28 days after insertion of essure. On (B)(6)2008, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In (B)(6)2009, the patient experienced mental disorder ("psychological problem or psychiatric"). On (B)(6)2012, the patient experienced alopecia ("hair loss"). On (B)(6)2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2015, the patient experienced nausea ("nausea"). On (B)(6)2016, the patient experienced visual impairment ("visual disturbance/ vision/ eye problem"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), emphysema ("emphysema"), blindness (seriousness criterion medically significant) with blindness transient, menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), depression ("depression"), pelvic pain ("pain"), arthralgia ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing"), gait disturbance ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing") and procedural pain ("experienced pain post removal"). The patient was treated with medroxyprogesterone acetate (depo provera), oral contraceptive nos and surgery (she underwent a robotically assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic inflammatory disease, blindness and gait disturbance outcome was unknown, the abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, migraine, headache, nausea, pelvic pain, visual impairment, weight increased, arthralgia and mental disorder had resolved, the chronic obstructive pulmonary disease, emphysema and depression had not resolved and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blindness, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, emphysema, gait disturbance, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic inflammatory disease, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized three trialing coils within the left uterine cavity and one trialing coil within the right.beginning on (B)(6)2008, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The patient tolerated the procedure without any difficulty diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6)2013: there are no abnormal intra-or extra-axial fluid collections. There is no intracranial hemorrhage. No mass or mass effect is identified. Ventricles and cortical sulci are normal. Visualized paranasal sinuses are normal. Impression: no acute intracranial abnormality.; on (B)(6)2012: result: MRI of the brain without contrast findings: the brain is unremarkable in signal and morphology. Lateral ventricles are symmetric in size, position, and shape. No evidence to suggest intracranial hemorrhage. No abnormal mass or mass effect. No abnormal extraaxial fluid collections. No evidence for acute ischemia on diffusion-weighted sequence. Normal flow void is preserved in the major cranial vasculature, including the major dural venous sinuses. The extracranial soft tissues, orbits, and calvarium, have a negative appearance. The paranasal sinuses, middle ear cavity, and mastoid air cells are clear.. Computerised tomogram pelvis - on (B)(6)2015: result: showed in appropriate positions bilaterally. Previous cholecystectomy noted. Probable non-obstructing calculi identified in the upper pole of the left kidney, measuring approximately 2 mm and 3 mm in maximum diameters, respectively. No CT evidence of ureteral calculi or ureteral obstruction on either side. Otherwise negative CT abdomen and pelvis without contrast examination. Ultrasound pelvis - on (B)(6)2015: result: the uterus is normal in size, measuring 8.7 x 5.5 x 4.1 cm. No adnexal mass. No free fluid. Transvaginal: the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3.0 cm cyst is noted the left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 1.8 cm cyst is noted. There is no adnexal mass. Impression: negative pelvic ultrasound. Small cysts in both ovaries. No free fluid. Ultrasound scan vagina - on (B)(6)2015: result: the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3. O cm cyst is noted. The left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex. Doppler evaluation. 1 .8 cm cyst is noted. There is no adnexal mass. There is no free fluid. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pid (pelvic inflammatory disease), abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter information was added. Per medical record event: possible pid (pelvic inflammatory disease) was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdomen pain"), chronic obstructive pulmonary disease ("chronic pulmonary obstructive disease") and blindness ("blindness / eye problems") in a 33-year-old female patient who had essure (batch no. 828143(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included generalised anxiety disorder, bipolar I disorder, stroke, multiparous, hypothyroidism, fecal incontinence, post-traumatic stress disorder, fibromyalgia, cholecystectomy, colposcopy, kidney stone and breast operation. The patient did not use alcohol user and intake caffeine (some soda). The patient walks for exercise. Concurrent conditions included latex allergy, topical adhesive allergy (rash), breast cancer female, non-tobacco user, psychiatric disorder nos, cervical dysplasia, dysfunctional uterine bleeding, herpes genitalis, vitamin b12 deficiency, vitamin d deficiency, protein urine present and breast mass. Family history included depression, cancer, heart disease, unspecified, copd, stroke, breast cancer and ovarian cancer. Concomitant products included antineoplastic agents (abx-egf), corticosteroids and other anti-asthmatics, inhalants for bronchitis, atropine and ketorolac tromethamine (toradol) for premedication as well as benzocaine, budesonide w/formoterol fumarate (symbicort), combivent, fluticasone, levothyroxine sodium (levothroid) and lisinopril. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / , abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). In march 2009, the patient experienced mental disorder ("psychological problem or psychiatric"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced visual impairment ("visual disturbance/ vision/ eye problem"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), emphysema ("emphysema"), blindness (seriousness criterion medically significant) with blindness transient, menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), depression ("depression"), pelvic pain ("pain"), arthralgia ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing"), gait disturbance ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing") and procedural pain ("experienced pain post removal"). The patient was treated with medroxyprogesterone (depo provera), oral contraceptive nos and surgery (she underwent a robotically assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, migraine, headache, nausea, pelvic pain, visual impairment, weight increased, arthralgia and mental disorder had resolved, the chronic obstructive pulmonary disease, emphysema and depression had not resolved, the blindness and gait disturbance outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blindness, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, emphysema, gait disturbance, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized three trialing coils within the left uterine cavity and one trialing coil within the right.beginning on may 2008, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The patient tolerated the procedure without any difficulty. Diagnostic results: on (B)(6) 2012, MRI of the brain without contrast findings: the brain is unremarkable in signal and morphology. Lateral ventricles are symmetric in size, position, and shape. No evidence to suggest intracranial hemorrhage. No abnormal mass or mass effect. No abnormal extraaxial fluid collections. No evidence for acute ischemia on diffusion-weighted sequence. Normal flow void is preserved in the major cranial vasculature, including the major dural venous sinuses. The extracranial soft tissues, orbits, and calvarium, have a negative appearance. The paranasal sinuses, middle ear cavity, and mastoid air cells are clear. On (B)(6) 2013, CT head with/wothout contrast showed there are no abnormal intra-or extra-axial fluid collections. There is no intracranial hemorrhage. No mass or mass effect is identified. Ventricles and cortical sulci are normal. Visualized paranasal sinuses are normal. Impression: no acute intracranial abnormality. On 16-dec-2013 : hysterosalpingogram : fallopian tubes were bilaterally occluded and the essure coils were noted to be in the correct position. On 19-jun-2014, single ap, portable view of the chest findings: overlying artifacts are noted. The cardiac silhouette, mediastinum and pulmonary vasculature are stable. Mild apical pleural thickening is again noted. No acute pulmonary infiltrate, pleural effusion or pneumothorax is visualized. Mild osseous degenerative changes are visualized. Impression: no acute cardiopulmonary findings. On 01-dec-2015, us pelvis comp non-ob transabdominal and transvaginal showed findings: transabdominal: the uterus is normal in size, measuring 8.7 x 5.5 x 4.1 cm. No adnexal mass. No free fluid. Transvaginal: the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3.0 cm cyst is noted the left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 1.8 cm cyst is noted. There is no adnexal mass. Impression: negative pelvic ultrasound. Small cysts in both ovaries. No free fluid. CT abdomen pelvis for kidney stones wo contrast showed in appropriate positions bilaterally. Previous cholecystectomy noted. Probable non-obstructing calculi identified in the upper pole of the left kidney, measuring approximately 2 mm and 3 mm in maximum diameters, respectively. No CT evidence of ureteral calculi or ureteral obstruction on either side. Otherwise negative CT abdomen and pelvis without contrast examination. Transvaginal ultrasound showed the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3. O cm cyst is noted. The left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex. Doppler evaluation. 1 .8 cm cyst is noted. There is no adnexal mass. There is no free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet- event psychological problem or psychiatric was added and symptoms have generally resolved. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdomen pain"), chronic obstructive pulmonary disease ("chronic pulmonary obstructive disease") and blindness ("blindness / eye problems") in a (B)(6) year-old female patient who had essure (batch no. 828143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included generalised anxiety disorder, bipolar I disorder, stroke, multiparous, hypothyroidism, fecal incontinence, post-traumatic stress disorder, fibromyalgia, cholecystectomy, colposcopy, kidney stone and breast operation. The patient did not use alcohol user and intake caffeine (some soda). The patient walks for exercise. Concurrent conditions included latex allergy, topical adhesive allergy (rash), breast cancer, non-tobacco user, psychiatric disorder nos, cervical dysplasia, dysfunctional uterine bleeding, herpes genitalis, vitamin b12 deficiency, vitamin d deficiency, protein urine present and breast mass. Family history included depression, cancer, heart disease, unspecified, copd, stroke, breast cancer and ovarian cancer. Concomitant products included antineoplastic agents (abx-egf), corticosteroid nos and other anti-asthmatics, inhalants for bronchitis, atropine and ketorolac tromethamine (toradol) for premedication as well as benzocaine, budesonide w/formoterol fumarate (symbicort), combivent, fluticasone, levothyroxine sodium (levothroid) and lisinopril. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / , abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced visual impairment ("visual disturbance"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), emphysema ("emphysema"), blindness (seriousness criterion medically significant) with blindness unilateral, menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), depression ("depression"), pelvic pain ("pain"), arthralgia ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing"), gait disturbance ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing") and procedural pain ("experienced pain post removal"). The patient was treated with medroxyprogesterone (depo provera), contraceptives nos and surgery (she underwent a robotically assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, migraine, headache, nausea, pelvic pain, weight increased and arthralgia had resolved, the chronic obstructive pulmonary disease, emphysema and depression had not resolved, the blindness, visual impairment and gait disturbance outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blindness, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, emphysema, gait disturbance, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized three trialing coils within the left uterine cavity and one trialing coil within the right. Beginning on (B)(6) 2008, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The patient tolerated the procedure without any difficulty diagnostic results: on (B)(6) 2012, MRI of the brain without contrast findings: the brain is unremarkable in signal and morphology. Lateral ventricles are symmetric in size, position, and shape. No evidence to suggest intracranial hemorrhage. No abnormal mass or mass effect. No abnormal extraaxial fluid collections. No evidence for acute ischemia on diffusion-weighted sequence. Normal flow void is preserved in the major cranial vasculature, including the major dural venous sinuses. The extracranial soft tissues, orbits, and calvarium, have a negative appearance. The paranasal sinuses, middle ear cavity, and mastoid air cells are clear. On (B)(6) 2013, CT head with/wothout contrast showed there are no abnormal intra-or extra-axial fluid collections. There is no intracranial hemorrhage. No mass or mass effect is identified. Ventricles and cortical sulci are normal. Visualized paranasal sinuses are normal. Impression: no acute intracranial abnormality. On (B)(6) 2013 : hysterosalpingogram : fallopian tubes were bilaterally occluded and the essure coils were noted to be in the correct position. On (B)(6) 2014, single ap, portable view of the chest findings: overlying artifacts are noted. The cardiac silhouette, mediastinum and pulmonary vasculature are stable. Mild apical pleural thickening is again noted. No acute pulmonary infiltrate, pleural effusion or pneumothorax is visualized. Mild osseous degenerative changes are visualized. Impression: no acute cardiopulmonary findings. On (B)(6) 2015, us pelvis comp non-ob transabdominal and transvaginal showed findings: transabdominal: the uterus is normal in size, measuring 8.7 x 5.5 x 4.1 cm. No adnexal mass. No free fluid. Transvaginal: the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3.0 cm cyst is noted the left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 1.8 cm cyst is noted. There is no adnexal mass. Impression: negative pelvic ultrasound. Small cysts in both ovaries. No free fluid. CT abdomen pelvis for kidney stones wo contrast showed in appropriate positions bilaterally. Previous cholecystectomy noted. Probable non-obstructing calculi identified in the upper pole of the left kidney, measuring approximately 2 mm and 3 mm in maximum diameters, respectively. No CT evidence of ureteral calculi or ureteral obstruction on either side. Otherwise negative CT abdomen and pelvis without contrast examination. Transvaginal ultrasound showed the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3. O cm cyst is noted. The left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex. Doppler evaluation. 1 .8 cm cyst is noted. There is no adnexal mass. There is no free fluid. Most recent follow-up information incorporated above includes: on 9-feb-2018: medical records and plaintiff fact sheet received, lab data, historic condition, concomitant condition and lot number added. Event hair loss, dysmenorrhoea (severe menstrual pain), abnormal bleeding (vaginal menorrhagia), depression , migraine, headache, nausea, dysmenorrhea (cramping), pelvic pain (pain), visual disturbance, blindness / eye problems, weight gain, abdomen, pelvic, lower back, and all over joint pain causing difficulty with walking, chronic pulmonary obstructive disease, emphysema and experienced pain post removal is added as event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain, abdomen pain"), chronic obstructive pulmonary disease ("chronic pulmonary obstructive disease") and blindness ("blindness / eye problems") in a 33-year-old female patient who had essure (batch no. 828143 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included generalised anxiety disorder, bipolar I disorder, stroke, multiparous, hypothyroidism, fecal incontinence, post-traumatic stress disorder, fibromyalgia, cholecystectomy, colposcopy, kidney stone and breast operation. The patient did not use alcohol user and intake caffeine (some soda). The patient walks for exercise. Concurrent conditions included latex allergy, topical adhesive allergy (rash), breast cancer female, non-tobacco user, psychiatric disorder nos, cervical dysplasia, dysfunctional uterine bleeding, herpes genitalis, vitamin b12 deficiency, vitamin d deficiency, protein urine present and breast mass. Family history included depression, cancer, heart disease, unspecified, copd, stroke, breast cancer and ovarian cancer. Concomitant products included antineoplastic agents (abx-egf), corticosteroids and other anti-asthmatics, inhalants for bronchitis, atropine and ketorolac tromethamine (toradol) for premedication as well as benzocaine, budesonide w/formoterol fumarate (symbicort), combivent, fluticasone, levothyroxine sodium (levothroid) and lisinopril. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 28 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / , abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight increased ("weight gain"). On (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge, vaginal discharge"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced visual impairment ("visual disturbance"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), chronic obstructive pulmonary disease (seriousness criterion medically significant), emphysema ("emphysema"), blindness (seriousness criterion medically significant) with blindness transient, menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, lower back pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), depression ("depression"), pelvic pain ("pain"), arthralgia ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing"), gait disturbance ("abdomen, pelvic, lower back, and all over joint pain causing difficulty with walkiing") and procedural pain ("experienced pain post removal"). The patient was treated with medroxyprogesterone (depo provera), oral contraceptive nos and surgery (she underwent a robotically assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, vaginal discharge, vaginal haemorrhage, migraine, headache, nausea, pelvic pain, weight increased and arthralgia had resolved, the chronic obstructive pulmonary disease, emphysema and depression had not resolved, the blindness, visual impairment and gait disturbance outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, blindness, chronic obstructive pulmonary disease, depression, dysmenorrhoea, dyspareunia, emphysema, gait disturbance, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized three trialing coils within the left uterine cavity and one trialing coil within the right. Beginning on (B)(6) 2008, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. The patient tolerated the procedure without any difficulty diagnostic results: on (B)(6) 2012, MRI of the brain without contrast findings: the brain is unremarkable in signal and morphology. Lateral ventricles are symmetric in size, position, and shape. No evidence to suggest intracranial hemorrhage. No abnormal mass or mass effect. No abnormal extraaxial fluid collections. No evidence for acute ischemia on diffusion-weighted sequence. Normal flow void is preserved in the major cranial vasculature, including the major dural venous sinuses. The extracranial soft tissues, orbits, and calvarium, have a negative appearance. The paranasal sinuses, middle ear cavity, and mastoid air cells are clear. On (B)(6) 2013, CT head with/wothout contrast showed there are no abnormal intra-or extra-axial fluid collections. There is no intracranial hemorrhage. No mass or mass effect is identified. Ventricles and cortical sulci are normal. Visualized paranasal sinuses are normal. Impression: no acute intracranial abnormality. On (B)(6) 2013 : hysterosalpingogram : fallopian tubes were bilaterally occluded and the essure coils were noted to be in the correct position. On (B)(6) 2014, single ap, portable view of the chest findings: overlying artifacts are noted. The cardiac silhouette, mediastinum and pulmonary vasculature are stable. Mild apical pleural thickening is again noted. No acute pulmonary infiltrate, pleural effusion or pneumothorax is visualized. Mild osseous degenerative changes are visualized. Impression: no acute cardiopulmonary findings. On (B)(6) 2015, us pelvis comp non-ob transabdominal and transvaginal showed findings: transabdominal: the uterus is normal in size, measuring 8.7 x 5.5 x 4.1 cm. No adnexal mass. No free fluid. Transvaginal: the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3.0 cm cyst is noted the left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 1.8 cm cyst is noted. There is no adnexal mass. Impression: negative pelvic ultrasound. Small cysts in both ovaries. No free fluid. CT abdomen pelvis for kidney stones wo contrast showed in appropriate positions bilaterally. Previous cholecystectomy noted. Probable non-obstructing calculi identified in the upper pole of the left kidney, measuring approximately 2 mm and 3 mm in maximum diameters, respectively. No CT evidence of ureteral calculi or ureteral obstruction on either side. Otherwise negative CT abdomen and pelvis without contrast examination. Transvaginal ultrasound showed the uterus is normal in size. The uterus demonstrates no focal lesions. The endometrial echo is homogeneously hyperechoic. The endometrium measures 13 mm. Nabothian cysts are noted. The right ovary is normal in size, measuring 3.6 x 2.8 x 2.6 cm. It demonstrates normal arterial and venous flow on duplex doppler evaluation. 3. O cm cyst is noted. The left ovary is normal in size, measuring 2.9 x 2.6 x 1.8 cm. It demonstrates normal arterial and venous flow on duplex. Doppler evaluation. 1 .8 cm cyst is noted. There is no adnexal mass. There is no free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (she underwent a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff underwent the essure implantation procedure at the hospital and was successfully implanted, without complications, with the essure device. Physician visualized three trialing coils within the left uterine cavity and one trialing coil within the right. Beginning on (B)(6) 2008, patient sought medical treatment regarding the aforementioned symptoms. Because of the requirement to undergo a robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Since the essure® removal surgery, plaintiff (B)(6) has reported that all her symptoms have resolved and that she feels much better. Diagnostic results: on (B)(6) 2013 : hysterosalpingogram : fallopian tubes were bilaterally occluded and the essure coils were noted to be in the correct position. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.